Manufacturer narrative:
Device could not be evaluated as it was not returned, nor were any other surgical blades from the facility. A review of mfg records from the lot number provided revealed no issues occurred during production. This failure is atypical and, without necessary info for a proper investigation, the true root cause cannot be determined.

Event description:
Uf (B)(4). Doctor was able to puncture pt's skin but unable to cut. The blade was dull.